Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging an issue with the subject meter. The reporter claimed that "nothing happened" when they tried to test with the subject meter, they did not see the apply blood icon. No further details were provided at this time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.